Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr and advancer became stuck with the rotawire during delivery. When the physician attempted to remove the burr, it was further noted that the burr and advancerwith another of the same device. No patient complications were reported. Were stuck and had to be removed together with the wire. The procedure was completed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr and advancer became stuck with the rotawire during delivery. When the physician attempted to remove the burr, it was further noted that the burr and advancer were stuck and had to be removed together with the wire. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: the device was returned for evaluation. The wire is broken, and only the section that contains the distal end came back, approximately 183.5 cm. There are kinks near the breakage section. The distal tip is kinked and stretched. No other issues reported.